Event description:
The customer, (B)(6), reported that he has a pt that did have a broken titanium rod and who now has a broken vitallium rod. The surgeon thinks that it could be due to extreme bending (more than 90 degrees), which needs to be done to fit in the rod. The surgeon now has the question whether it would be possible to bend the new rod in the plant using the old rod as a template.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.